Event description:
It was reported that (1) device was used during a sigma. It was reported by the affiliate that the h2tuv had no function (no details). Another instrument was used to complete the case. There was no consequence to the pt.